Event description:
Consumer reported complaint for error message (e-5). The customer reported symptoms of feeling tired and impaired speech; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: test strip lot manufacturer¿s expiration date is 11/30/2023 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Internal complaint reference: case-(b)(4. B2: adverse event report is being submitted due to symptoms related to diabetes: tired and impaired speech. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.